Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that patient complications occurred requiring additional intervention. In (B)(6) 2026, the 2.75 mm x 26 mm main branch of the bifurcated target lesion located at the mid left anterior descending vessel was pretreated with a 2.5 mm x 15 mm scoring balloon. The lesion was then successfully treated with 3.0 mm x 32 mm synergy xd stent reaching a maximum inflation pressure of 12. In addition, the 2.75 x 15 mm side branch of the bifurcated target lesion located at the 1st diagonal vessel was pretreated with a 2.0 mm x 15 mm scoring balloon. The target lesion was then successfully treated with a non-boston scientific balloon. The patient was discharged from the hospital. In (B)(6) 2026, the patient presented with shortness of breath and chest pain resulting in a prolonged hospitalization. The patient was discharged the next day. Later that month the patient had an interventional procedure of right and left heart catheterization. The event is considered ongoing.